Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of tip damage is mostly likely attributed to the operator's technique during the procedure. The instruction manual warns users: "prior to each use, examine any electrode and its insulation for damage; do not use if damaged. It also states that if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop-align working element and sheath parallel to one another before proceeding." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic trans-urethral resection of the bladder neck tumor procedure (turb), the tip of the resectoscope broke off and fell into the patient. The device fragment was successfully retrieved. The device was replaced with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is being submitted to correct with the correct aware date of 07/28/2015 based on the initial source document received. If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was tested using olympus test equipment and the evaluation confirmed the ceramic tip breakage. The missing portion measured approximately 6mm in length. The remaining portion showed that the tip was damaged and there were multiple scratches on the outer tube. The proximal end of the device and the channel passed functionality tests. This type of damage is most likely related to the operator's technique.